Event description:
It was reported that the patient thought her battery may have quit. The patient felt some discomfort in the ¿past two days on and off¿ and described feeling ¿electrical currents shooting down her leg.¿ the patient woke up the morning of the report and her foot was numb. The patient mentioned that she had switched to different programs in the past to stimulate different areas of the nerve because sometimes the nerve went numb. The patient tried using the patient programmer the morning of the report to switch programs, but only saw the replace programmer batteries warning screen. The patient did not feel stimulation at the time of the report and could not get past the warning screen. The patient had changed batteries and tried several sets batteries. The patient opened the back and took out the batteries and verified them. The patient was then able to get past the warning message and turned stimulation on and could feel it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00qex, implanted: (B)(6) 2012, product type lead. (B)(4).